Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-28. H6: investigation summary. Two loose 10ml syringes were received. Both syringes had been manipulated prior to their arrival for evaluation. Phenylephrine labels were attached to both samples. Medication droplet residue was observed in the throughout both syringes¿ fluid paths with their plungers at approximately nominal capacity. A marked circle was observed on each of their barrel walls. One syringe appeared to have a clear piece of foreign matter on the stopper within a droplet of medication. The fm could not be visually identified. One syringe did not appear to have foreign matter easily visible in the fluid path. It is possible the numerous medication droplets interfered with locating the reported fm in this sample. Additional syringes were requested to undergo ftir testing to analyze the foreign matter. 5 syringes filled with saline, as per handwritten note on the syringes. Ftir analysis was completed on the material observed on the surface of the stopper. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis showed that this material is most likely coming from the stopper. The potential root cause for this defect may be attributed to processing after released from bd¿s facilities. The syringes are intended for use immediately after filling and are not intended to be filled and stored for extended periods of time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that prior to use with 48 bd syringe 10ml ll tip foreign matter discovered in fluid path. The following information was provided by the initial reporter: it was reported that particles have been found within the fluid path of the syringes when being filled with compounded sterile product. We have been discovering particles within the fluid path of syringes being filled with our compounded sterile product. We estimate the size of particles to range between 1/16th" to 1/8th", so these are very visible and sizable for what we consider defects and for what bd would likely consider to be a rejected item, regardless of overall batch aql results. Please see below for complaint information write up. ¿ bd 10ml luer-lok bulk tray syringes (package of 20) part number bc2000 (bd item 309605); ¿ vendor lot 9273067; ¿ expiration date 30sep2024. On (B)(6) 2020 during 100% visual inspection of phenylephrine 400mcg/10ml, batch 651698 exceeded the acceptable defect limits during 100% visual inspection per 14-mbr-055-10 v4.0 due to critical defects (i.e. Particulates). A total of (B)(4) units were rejected during the 100% manufacturing inspection of syringes; (B)(4) units were rejected for critical defects ((B)(4) particulates/precipitation inside syringe) and 31 units were rejected for minor defects ((B)(4) cosmetic). Per batch record 14-mbr-055-10 v4.0, step 11, page 26 of 41, the 17 critical defects for particles exceeded the reject limits of no more than (nmt) 11 units with particles/precipitates. All other defects were within limits.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 48 bd syringe 10ml ll tip foreign matter discovered in fluid path. The following information was provided by the initial reporter: it was reported that particles have been found within the fluid path of the syringes when being filled with compounded sterile product. We have been discovering particles within the fluid path of syringes being filled with our compounded sterile product. We estimate the size of particles to range between 1/16th" to 1/8th", so these are very visible and sizable for what we consider defects and for what bd would likely consider to be a rejected item, regardless of overall batch aql results. Please see below for complaint information write up bd 10ml luer-lok bulk tray syringes (package of 20) part number bc2000 (B)(4), vendor lot 9273067, expiration date 30sep2024. On (B)(6) 2020 during 100% visual inspection of phenylephrine 400mcg/10ml, batch 651698 exceeded the acceptable defect limits during 100% visual inspection per (B)(4) due to critical defects (i.e. Particulates). A total of 48 units were rejected during the 100% manufacturing inspection of syringes; 17 units were rejected for critical defects (17 particulates/precipitation inside syringe) and 31 units were rejected for minor defects (31 cosmetic). Per batch record (B)(4), step 11, page 26 of 41, the 17 critical defects for particles exceeded the reject limits of no more than (nmt) 11 units with particles/precipitates. All other defects were within limits.